Manufacturer narrative:
Update data: h2 h3 h6 image review: static images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had calcified anatomy. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. During valve deployment, an infold was visible. It was reported that three deployment attempts were made and the reason for the recaptures was the presence of the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Furthermore, recapturing an infolded valve will not resolve the infold. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, it is not possible to rule out if a possible misload or the calcification might have contributed to the infold. It was reported that the infolded valve was eventually recaptured, removed, and replaced with a new valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 corrected data: e3 - occupation corrected from other healthcare professional to physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve was recaptured the first and second time due to infold being present.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot number {0012362229}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot number {0012284166}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the vlv evolutfx-34, evidence of an infold in the valve frame during the third deployment attempt was identified. The valve was recaptured for the third time and withdrawn from the patient. A new valve was successfully implanted. It was noted that the patient's calcification contributed to the infold, and a procedural delay occurred. No patient complications have been reported as a result of this event.